Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the top of the anchor broke off. No patient injury reported.

Manufacturer narrative:
One (B)(4) twinfix ti 5.0 preloaded suture anchor device returned. The complaint stated: "it was reported that the top of the anchor broke off inside the patient." Four tainted needles and associated sutures were returned wrapped around device shaft. The driver and anchor have attained much visible damage. The damages are consistent with a force and torsional overload factors. Instructions for use are quite specific and instruct two finger ao technique use. Caution: excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the drill bit size and depth are correct." Proper site prep includes pre-drilling which is essential for successful use of the device. The appropriate smith & nephew drill bit and drill guide are each sold separately. There is obvious visible distortion of the female steel hex driver insertion shaft. It has been completely twisted and collapsed at the distal end. The titanium anchor has been fractured at the male hex head and has multiple gouges on the threads that are symptoms of inadvertent contact with other instruments or devices. The proximal portion of hex head and thread chips were not returned. No functional evaluation could be performed due to the damages attained. There are no other complaints for this production lot. No root cause related to the manufacture of this device was confirmed.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.